Event description:
It was reported that during clinical testing, overpressure was observed.

Manufacturer narrative:
This complaint was identified as a duplicate after submission of the original MDR. The codes used above mirror what is found in previous MDR 0002936485-2014-00162 original submitted on 3/21/2014. Please refer to that record for all other details and indepth investigation.

Event description:
It was reported that during clinical testing overpressure was observed.

Manufacturer narrative:
Upon receipt of medwatch (B)(4), a third device had allegedly fail. Originally only 2 devices were alleged to have failed, thus a new awareness date was established. Additional information will be provided once the investigation has been completed.